Manufacturer narrative:
(B) (4).device evaluation anticipated. Follow up information will be sent if it is available

Event description:
This was a spontaneous report by a nurse from (B) (6) of peritoneal cloudy effluent in a male patient coincident with dianeal n pd-4 1.5% and extraneal therapy. In (B) (6) 2007, the patient began treatment with dianeal n pd-4 1.5% uv twinbag 2000ml twice a day and extraneal uv twinbag 2000ml once a day. On (B) (6) 2010, the patient's uv transfer set was changed to new one. On (B) (6) 2010, in the evening, during a continuous ambulatory peritoneal dialysis (ccpd) bag exchange, his transfer set came off the patient adapter. The patient reconnected the transfer set to the patient adapter. On (B) (6) 2010, in the morning, during capd bag exchange, his peritoneal effluent was cloudy. No other symptoms were observed. On (B) (6) 2010, he went to the clinic. His peritoneal effluent was clear, but leucocytes count in his peritoneal effluent was 1+. His body temperature was 36.6 degree celsius (no pyrexia). No other symptoms were observed. A culture of his peritoneal effluent was started on the same date. He was treated with rocephin(1g) and banan. The patient was not hospitalized. Per the nurse, the event was non-serious and not related to dianeal n or extraneal because the event was probably related to separation between the set and the patient adapter.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 363 mg/dl (novolog taken based on device result) and 143 mg/dl 2) 270 mg/dl (novolog taken based on device result) and 78 mg/dl the comparisons were performed on different dates. Low blood glucose symptoms were reported during both incidents; customer's spouse treated him with orange juice during the 1st incident. Customer was given orange juice and a hostess cake during the 2nd incident. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike (loose in pouch) and no cap on patient connector in reference to separated. Functionally hand tightened a ((B)(6)) lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with no leak noted. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab.